Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11469. It was reported that an error message occurred during aspiration. An avx® thrombectomy set catheter was selected for a thrombectomy procedure in a dialysis patient. After a few pumps inside the patient, a 'check saline' error message displayed. Some leaking was noted. A second avx® thrombectomy set catheter was selected and the same issue occurred. The procedure was completed with a third avx® thrombectomy set catheter. There were no patient complications and the patient condition is fine.